Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy -12.30% was not confirmed in the event log and during testing the plump was within the published limit specification of +/- 3% and well within the published specification of +/-6% no action taken as no fault found.

Event description:
Investigation completed and summarized.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -12.30% during testing. There was no patient involvement.